Event description:
I had the essure procedure done in 2009. Since then I have had cramping that has worsened over the years to the point where now, four years later I am in constant pain 95% of the time.